Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during testing, the display screen was dim and discolored. Unrelated to the complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on 09/02/2015 alleging a dim/faded/color spectrum display issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.